Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bolus amount had increased over the past 2-3 weeks. The customer thought that the "pump may have been using more insulin than before." The customer did not note any leaks, alerts or alarms. The customer's blood glucose level was not impacted. Tandem technical support discussed possible causes of increased insulin usage and suggested that this be discussed with a healthcare provider. The customer acknowledged.